Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11. Corrected data: h6 (component codes), b3.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character limitation in e1 for event site telephone, the full event site telephone is (B)(6).

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit had a broken screen hinge and lines across the screen. There was no patient injury reported.

Manufacturer narrative:
Other contact phone number: (B)(6). Updated field: b4, d9, g3, g6, h2, h3, h6(type of investigation, investigation findings, investigation conclusions), h11. The customer requested an engineer with the following parts, display, lower hinge cover, screw, pan head, hinge, display, screw, pan head, lcd, xga. These parts are still awaiting being quoted for. The customer stated that the screen was the top one. But the left hinge between the two is broken and the blue casing around the bottom screen is cracked. The customer is stating that they have paid but are still awaiting a repair the record is being closed and when this information becomes available the record will be updated accurately.

Manufacturer narrative:
Updated fields: b4,d8, e1(initial reporter, event site telephone), g6, g7, h2, h11

Event description:
N/a